Event description:
It was reported that during analysis of the mobile power unit at the european distribution center, puncture marks were found on the patient cable.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of puncture marks on the mobile power unit (mpu) patient cable (serial: (B)(6)) was confirmed via product testing. The mpu was returned to the european distribution center (edc) for analysis. Some damage on the patient cable was noted upon initial investigation. The mpu booted up as intended, but when the mpu was connected to a mock circulatory loop and test controller and the patient cable was manipulated, the mpu alarmed when there was no active alarm on the controller, confirming the reported event. The patient cable was replaced, and the issue resolved. The unit was returned to the customer. The mpu patient cable was forwarded to the ppe group for further analysis. The patient cable was connected to a known working test fixture, with a test controller and mock circulatory loop was connected, and when the cable was manipulated, an echoed alarm was noted without the system controller activating an alarm. The mpu was able to support a mock circulatory loop for an extended duration without interruption. The wires were insulation tested, and it was found that the red wire (echo) was shorted to shield. The red wire is responsible for echoing alarms from the controller; the observed damage would cause the reported event. In addition, the yellow (15 vcc power), orange (15 vcc power), blue (15 vcc return), green (15 vcc return), and white (rs232 transmit) were also found to short to shield. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 8, equipment storage and care, general cleaning guidelines for all equipment heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.